Manufacturer narrative:
Time schedule for the investigation: on 16th december 2020 we received the information about the incoming complaint for the progav 2.0 shunt system. The sample is not available for investigation. Manufacturing and quality control data: the progav 2.0 shunt system (lot 20043863) was manufactured by a qualified employee in september 2019. Deviations during assembly did not occur. The shunt system was sterilized by miethke and released for shipment after final inspection. The progav 2.0 valve has a normal pressure range of 0 to 20 cmh2o. The shuntassistant has a fixed pressure of 20 cmh2o. The parameters of the valve were tested at a flow rate of 5 ml/h or 50 l/h at a fixed pressure of 20 cmh2o, and were found to meet range the tolerances. The shunt system was inspected as article fx441t. All parameters (opening pressure, reflux, leak-proof/integrity of housing, adjustability and brake function) have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Result : an investigation was not possible because no sample was sent for investigation. On the basis of the product documentation, we can exclude the presence of a defect at the time of delivery of the shunt system, since this documentation indicates that the shunt system is in perfect condition. It is possible that protein deposits inside the valves could impair the function of the progav 2.0 shunt system and could have caused a restriction of the adjustability of the valve . The presence of over- drainage could also be due to possible deposits. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. However, we cannot finally clarify what influenced the non- adjustability and over- drainage, this would be require an examination of the shunt system. Based on the customer notification to the italian moh, a final report is submitted.

Event description:
On 02/15/2021 was notified that still no sample is available. No meaningful examination could be performed. On 02/17/2021 a final statement was created with the available information. Additional information: implantation: (B)(6) 2019. Explantation: (B)(6) 2020.

Manufacturer narrative:
The investigation is still pending. When additional informations are provided, a follow up will be provided in a supplemental report.

Event description:
It was reported that there was a problem with a progav 2.0 shuntsystem. The problem detected is the locking of the rotor of the progav 2 system with over-drainage, and consequent necessity of surgery. Patient informations: age: (B)(6). Height: unknown. Weight: unknown. Gender: unknown. Implantation: unknown. Removal: unknown.